Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and the mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted he identified the hernia sac as well as the inflamed area of chronic infection. Dependently colectomy took perhaps 1 ½ hours. Once this freed, he concentrated on the area of the inflammation and old mesh and at length were able to excise all the old mesh and were able to leave the majority of the abdominal wall remains intact. The hernia sac was resected and discarded. A piece of infected mesh was sent for culture as well as some swabs for culture at the base of the most infected location. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/26/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.